Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. A drape clip was missing. The stickers were worn out. A functional evaluation was performed. The device was delayed in it's pressurization. The reported complaint of an electrical problem was not confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported complaint include a seal failure or depletion of hydraulic fluid over time which will cause the device to intermittently re-pressurize which would give the impression of an electrical problem. The reported failure of "slow to gain compression" and "lost compression intermittently" was confirmed. The root cause was a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded these were repeat issues. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a shoulder surgery, the spider was not working properly, it had an electrical problem, slow to gain compression, lost compression intermittently. It is unknown if a backup device was available and how the issue was resolved. No patient injury, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.